Manufacturer narrative:
The device was not returned, however, the lot information was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician implanted a graftmaster stent at a maximum pressure of 19 atms, it was reported the perforation was sealed. An unknown complication occurred and the patient expired.